Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) phd03n, (narrow standard large hexed driver, 24mm) for evaluation. Visual evaluation was performed, the hex drivers tip was fractured. The driver was also observed to be rusted. DHR review was completed for the subject lot number 1274105. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274105 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the driver was used only once and fractured at the tip and reports that the item has rusted after sterilization. Procedure completed with no negative impact on patient's health.